Event description:
There have been no alleged injuries and or user allegations of potential injury reported from any customer sites. The following info is being reported as the result of manufacturer's validation activity. For c-pet/allegro acquisitions in the prone position, the data are reoriented into a supine image upon reconstruction. When sending this image via dicom, the right-left orientation labels on the receiving system (e.g. A dicom 3.0 compliant workstation) may be mirrored.